Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter was difficult to withdraw. It was stated "we got tangled up while doing flower ablation on the right inferior vein". And when undeploying to withdraw the catheter into the sheath they had to pull hard to get the catheter into the sheath. The catheter was removed from the patient and once outside of the body it was found that the guidewire was also difficult to remove from the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory, a visual inspection was performed, and a kink was noted on the cage spline. An attempt to insert the guidewire was unsuccessful. Catheter deployment was not possible due to the condition of the device as received. Inspection of the remainder of the device presented no other damage or irregularities. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of "catheter guidewire stuck, device difficult to withdraw guidewire and catheter spline damage/defective" are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of "unintended use error or contributed to event". Upon device return and inspection, it was noted that the guidewire lumen was kinked at the location of the spline cage. This was likely a result of the user deploying and un-deploying the spline cage and applying excessive force crossing transseptal without a guidewire fully inserted. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported spline damage/defective. No problem detected, the allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter was difficult to withdraw. It was stated "we got tangled up while doing flower ablation on the right inferior vein". And when undeploying to withdraw the catheter into the sheath they had to pull hard to get the catheter into the sheath. The catheter was removed from the patient and once outside of the body it was found that the guidewire was also difficult to remove from the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.